Manufacturer narrative:
(B)(4) no longer apply.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v021340, implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: extension. Product ID: 3888-33, lot# v021340, implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The health care professional and manufacturer representative reported that the patient had low back pain with radiation down into the right lower extremity. The patient stated that none of the procedures had helped her pain and she was still in severe discomfort and the more she moved the worse her pain was. The implantable neurostimulator (ins) was not working and she wanted to have it removed as it was causing her more pain than good. It was also reported that the patient had depression, insomnia, loss of appetite and joint swelling. The ins and leads and wires were removed. The indication for use was unsuccessful disc surgery. If additional information is received a follow-up report will be sent.